Event description:
The hospital reported that during a coronary artery bypass procedure, the white plunger would not deploy on two of the heartstring iii after the safety unlocked. A replacement device was used to complete the procedure. The hospital intends to return the products in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. (B)(4). Device #2: model#: hsk-3043, cat: ni, serial: ni, lot# 25050380, expir date: 01/31/2013, other#: na.